Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl at the time of incident. The customer's other blood glucose were 350 mg/dl and 241 mg/dl respectively. Customer was treated with bolus from the insulin pump for the treatment of high blood glucose. Customer was okay to continue the troubleshoot. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted to perform high pressure test and it was passed. Customer was using the minimed 670g system. The auto mode feature was active and automatically adjusting the insulin at the time of high blood glucose event. Customer also reported that they don't have back up plan available. Based on the report customer does not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital nor was emergency medical service dispatched as a result of high blood glucose level. No large bubbles were present along the tubing length. The insulin pump will not be returned for the analysis.